Manufacturer narrative:
The device history record for lot 20016171 was reviewed and the product was produced according to product specifications. The actual complaint product was returned for evaluation. Four sutures and four needle cannula with the t-bar still stuck in the distal tip were returned. Only one suture had the softshell attached, and none of the sutures were attached to the t-bar. The sutures appeared to experience some type of breakage, separation from components. One of the sutures appeared to have broken into two pieces. The root cause of the reported issue could not be conclusively determined. All information reasonably known as of 24 may 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
A review of the device history record is in-progress. The product involved in the report has been returned and is being processed for evaluation. All information reasonably known as of 13 apr 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint comp-(B)(4).

Event description:
It was reported that "the consultant was using the gastrointestinal anchor set with safe-t-pexy t fasteners. He inserted the first one into the stomach successfully, and then adjusted the button to the skin surface and clicked the button to anchor it in place. When he clicked the button, the suture actually broke. This happened to all 4 of the needles, but one button snapped the suture completely and was not anchoring the stomach at all. He usually uses 3 of these in a triangle shape to anchor the stomach to the abdominal wall, but used all 4 in pack." The procedure continued without incident. No patient injury was reported. Additional information received 07-apr-2021 indicated "we did not need to open another set, as it comes with 4 anchor sutures, one completely broke, and the other 3 even though defective were used adequately to anchor the stomach in place."